Manufacturer narrative:
The initial report stated: "the initial reporter complained of discrepant results for 2 samples from 1 patient tested for elecsys prolactin assay (prolactin) on a cobas e801 module. On (B)(6)2021 the initial result from the e801 module was 3045 miu/l. This result was reported outside of the laboratory. The sample from (B)(6)2021 was tested by the siemens method with a result of 2040.14 miu/l and by the beckman method with a result of 1735.43 miu/l. The customer treated the sample from (B)(6)2021 with polyethylene glycol (peg) and the result from the e801 module was 2334 miu/l. On (B)(6)2021 a new sample was obtained and the result from the e801 module was 232 miu/l. This result was reported outside of the laboratory. The sample from (B)(6)2021 was tested by the siemens method with a result of 144.22 miu/l and by the beckman method with a result of 150.3 miu/l. The sample from (B)(6)2021 was not treated and tested using peg." Updated information was received that indicates the correct sequence of events is: the initial reporter complained of discrepant results for 2 samples from 1 patient tested for elecsys prolactin assay (prolactin) on a cobas e801 module. On (B)(6)2021 the initial result from the e801 module was 3045 miu/l. This result was reported outside of the laboratory. On (B)(6)2021 the sample was repeated on the e801 module with a result of 2616 miu/ml. The sample from (B)(6)2021 was tested by the siemens method with a result of 2040.14 miu/l and by the beckman method with a result of 1735.43 miu/l. On (B)(6)2021 a new sample was obtained and the result from the e801 module was 232 miu/l. This result was reported outside of the laboratory. The sample from (B)(6)2021 was tested by the siemens method with a result of 144.22 miu/l and by the beckman method with a result of 150.3 miu/l. On(B)(6)2021 the customer pulled the sample from (B)(6)2021 and treated it with polyethylene glycol (peg) and the result from the e801 module was 2334 miu/l. The sample from (B)(6)2021 was not treated and tested using peg."

Manufacturer narrative:
Calibration and qc were acceptable. No instrument issues were identified. Individual samples from this patient may show different results between different prolactin methods. Product labeling states: "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." The difference between the different methods was acceptable for the customer's peg treated samples. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 2 samples from 1 patient tested for elecsys prolactin assay (prolactin) on a cobas e801 module. On (B)(6) 2021 the initial result from the e801 module was 3045 miu/l. This result was reported outside of the laboratory. The sample from (B)(6) 2021 was tested by the siemens method with a result of 2040.14 miu/l and by the beckman method with a result of 1735.43 miu/l. The customer treated the sample from (B)(6) 2021 with polyethylene glycol (peg) and the result from the e801 module was 2334 miu/l. On (B)(6) 2021 a new sample was obtained and the result from the e801 module was 232 miu/l. This result was reported outside of the laboratory. The sample from (B)(6) 2021 was tested by the siemens method with a result of 144.22 miu/l and by the beckman method with a result of 150.3 miu/l. The sample from (B)(6) 2021 was not treated and tested using peg. The e801 module serial number was (B)(4).